Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date five weeks ago in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue with an unknown disposable and breach in aseptic technique during automated peritoneal dialysis (apd) therapy, resulting in peritonitis. The breach was further described as the patient¿s ¿catheter fell apart and the patient¿s spouse put the catheter back together and continued with pd¿ therapy. As the report of the ¿catheter fell apart¿ was not able to be further clarified; the exact point of disconnection was unknown. The peritonitis was manifested by excruciating pain (not further specified) and cloudy effluent. The patient was hospitalized for two days and was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unreported date, dianeal therapy was held and the patient was transferred to hemodialysis with a plan to resume apd therapy in approximately two months from the date of this report. At the time of this report, the patient has recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.